Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the iab membrane. Under microscopy, a smooth-edged penetration was seen at the leak site. Probable cause of difficulty: the physical evidence indicates that the source of the balloon leak was a penetration of the membrane probably caused by contact with a sharp edged object. The membrane damage may have occurred prior to or during balloon insertion.

Event description:
The pt was transported from baptist orange hosp. The iab leaked. Blood was noted back into the pump and the iab was removed. No second iab was inserted. The following was reported to datascope on 3/2/98: the pt arrived at the cath lab, intubated but alert with the arterial line in the right femoral artery. An iab was in the left femoral artery, when the pt's sheet was taken off to transport the pt to the table, a large amount of blood was noted in the iabp tubing. The balloon was immediately removed and the recovery physician was notified. The pt's distal pulses were present. There was no pt injury or complication as a result of the event. The pt was taken to ICU. The pt's status was post respiratory arrest and remained on a ventilator. [Event complications]: none for the event-reported 1/20/98 and 3/2/98. [Pt's current status]: in ICU-rpt'd 3/2/98.